Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the ok button was completely unresponsive to user inputs. Moisture was found internally on the main printed circuit board, the support bracket, and battery canister. There was a battery compartment crack found on the side from the threads to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad was unresponsive due to moisture ingress. Additionally, the battery compartment was cracked. This report is made based on results of investigation completed on 09/11/2015.